Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, two revisions were performed just 3 days apart on a patient with a history of ¿several revisions for repeated dislocations¿. Reportedly, the ¿(B)(6) revision¿ (captured under (B)(4)) was secondary to a ¿ very unstable hip despite several revision surgeries¿; however, no confirmation was received that this revision involved any s+n components. The (B)(6) liner revision¿ (B)(4) was reportedly performed along with ¿altering the cup inclination to 45 degrees¿ due a dislocation the day after revision (pod#1). It was communicated that the requested clinical documentation was not available. Based on the limited information provided, the root cause of the dislocation could not be concluded. The patient impact beyond the reported early dislocation and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available in the future, this case may be re-opened/re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on june 22nd a surgeon performed an revision procedure utilizing an or3o liner in a redapt modular acetabular shell. On june 23rd the patient dislocated and additional revision procedure to be performed. On june 25th the surgeon performed additional revision surgery altering the cup inclination to 45 degrees and utilized a new or3o dual mobility liner.